Manufacturer narrative:
Visual assessment performed and the device is noted to be in used condition. There is a slight bend in the shaft indicating that the instrument encountered resistance. There was also a slight twist in the delivery needle observed. T1 had been deployed. The actuator was found in post t1, pre t2 location. A functional test supports that the device delivery system is functional and cycles normally. The device deployed t2 and entire suture intact, therefore functioning as intended. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4).

Event description:
It was reported that during a meniscal repair procedure, the t1 and t2 deployed simultaneously from the device. Both implants were successfully removed from the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.